Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the catheter and/or stylet was inconclusive and could not be verified from the two photographs of radiographic images that were provided for investigation. The photos appear to be the same. A close-up radiographic image of what appears to be the upper arm is shown in the image. The image shows what could be the distal end of a catheter with a stylet wire overlaying the upper arm. The catheter appeared kinked and doubled over itself. Whether or not the catheter or stylet was broken could not be determined from the image. No migrated material was observed in the image. Without the physical sample or a photograph of the damaged stylet, the complaint could not be verified; however, based on a review of the radiographic images, kinking may have been a potential contributing factor of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "after gaining access and placing the microintroducer in the vein I prep the PICC line by priming with ns, I pull out the stylet and trim the PICC to 38, I push the stylet back in making sure that the tip is flush with my catheter. I remove the dilator and advance the PICC, with about 5cm remaining I am met with resistance and "bounce" off when I attempt to advance the remainder of the catheter. We repositioned the patient flat and then sitting up in an attempt to get the PICC to advance fully, both to no avail. We finally decided that it would be best stop and re-attempt on the left arm so I proceeded to pull the PICC out. I was able to pull out only 25cm of the catheter leaving 13cm in the patient's arm. The PICC would not pull out completely, it was also no longer flushing or drawing back blood. I pull the sheath away, still could not pull PICC, then I remove the stylet and it came out easily enough, no resistance at all. Only when an x-ray of the arm was taken did we realize that a fragment of the stylet had broken off and was also stuck in the patient's arm." Additional info. Received 07/28/2021 was there any patient harm reported? Yes ¿ level 5 ¿additional treatment¿. Pt went to or for foreign body retrieval

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp1046 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "after gaining access and placing the microintroducer in the vein I prep the PICC line by priming with ns, I pull out the stylet and trim the PICC to 38, I push the stylet back in making sure that the tip is flush with my catheter. I remove the dilator and advance the PICC, with about 5cm remaining I am met with resistance and "bounce" off when I attempt to advance the remainder of the catheter. We repositioned the patient flat and then sitting up in an attempt to get the PICC to advance fully, both to no avail. We finally decided that it would be best stop and re-attempt on the left arm so I proceeded to pull the PICC out. I was able to pull out only 25cm of the catheter leaving 13cm in the patient's arm. The PICC would not pull out completely, it was also no longer flushing or drawing back blood. I pull the sheath away, still could not pull PICC, then I remove the stylet and it came out easily enough, no resistance at all. Only when an x-ray of the arm was taken did we realize that a fragment of the stylet had broken off and was also stuck in the patient's arm." Additional info. Received 07/28/2021: was there any patient harm reported? Yes, level 5 ¿additional treatment¿. Pt went to or for foreign body retrieval.